Event description:
It was reported that the patient's condition deteriorated at the end of the endoscopic laser resection of a right urethrocele procedure and had to be admitted to the intensive care unit on (B)(6) 2026. The procedure was resumed on (B)(6) 2026 due to worsening clinical signs. An exploratory laparotomy was performed on (B)(6) 2026, which revealed burns to the posterior wall of the bladder and the anterior wall of the rectum.